Event description:
When the pharmacy technician opened the wrapper to use the dispensing pin during preparation of sterile products, small brown smudges were noted on the white part of the pin. These came off when rubbed. All pins with this lot # were removed from use.